Manufacturer narrative:
Corrections: typographical error was in the device evaluation in h10. Should have been worn out video connector and not work out video connector. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and corrections from the initial. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the ¿no serial digital interface output¿ resulted from the faulty board. The board most likely deteriorated due to the repeated usage over a long period of time as the device was manufactured over six years ago. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was no video at either serial digital interface (sdi) outputs (1 or 2). There was no troubleshooting at the time of the call. The device was returned for evaluation and the customer¿s allegation was confirmed. The evaluation determined the cause was a faulty board. In addition, the evaluation also found a work out video connector had caused poor connection to the pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), there was no serial digital interface (sdi) output on the exis exera iii video system center prior to an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.